Event description:
Burns occurred to the vaginal lining of the pt during a leep procedure. Bovie used was checked and found to be functioning appropriately. Speculum used has an insulated coating in all areas except the tightening screw.

Event description:
Add'l info rec'd from MFR 4/24/01: MFR has requested copies of all of the documentation generated from the incident. Once MFR is in receipt of this info it will investigate the matter without the device. The device is being held at the hosp and is not available to MFR for analysis.